Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 1 minute into a continuous renal replacement therapy with a prismaflex control unit and a prismaflex hf20 filter set, the machine triggered an alarm "loss or gain limit reached/unintended patient fluid loss". A blood loss of 1748 ml was displayed on the prismaflex screen. The treatment was ended without the extracorporeal (ec) blood being returned to the patient. The pediatric patient experienced a drop in blood pressure and required a blood transfusion. No additional information is available.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation, however it was inspected on-site by a qualified technician. The functionality of the scales of the machine were verified. A three (3) hours simulated therapy was successfully performed. No action was performed on the machine as no product malfunction was detected. The event history log review showed the cause of the reported condition was related to the device software which lead to a false positive alarm "loss or gain limit reached/unintended patient fluid loss" generated by the machine. During patient treatment, the cumulated volume on the replacement scale was stored, but, while changing the set for the third time using the "change set " option, the value was not reset, and due to that , the gain/loss reached alarm was triggered. The cayuse is design related. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.